Event description:
This is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and required an additional mitraclip procedure. It was reported that a mitraclip procedure was performed on (B)(6) 2015 for treatment of degenerative mitral regurgitation (mr) with a grade of 4, and a prolapse of the anterior leaflet. One clip was implanted and the mr was reduced to 1. After spending 4 days in the hospital, the patient was referred to rehabilitation. On (B)(6) 2015, the patient complained of dyspnea. Imaging confirmed that the clip detached from the anterior mitral leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda), and the mr increased to 4. It is the physicians opinion that when the anterior leaflet was grasped, the leaflet was folded. On (B)(6) 2015 three additional clips were placed. Two clips were placed medial and one lateral to the initial clip with a reduction from grade 4-1. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents reported for single leaflet device attachment (slda) from this lot. Based on the information reviewed, the slda reported in this incident appears to be related to patient/procedural conditions. There does not appear to be any evidence of a quality issue associated with manufacturing, design or labeling. The patient effects of worsening mitral regurgitation (mr) and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. In this case, the increased mr was likely a result of the slda, as the clip was no longer attached to both leaflets. The reported dyspnea was likely a cascading effect of the increased mr, as reported. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.